Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. There was no reported adverse impact to customer¿s blood glucose level. Customer declined further follow up and troubleshooting with tandem technical support.